Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient lost (B)(6) of weight in the past year and had to have a revision. The doctor decided to put all new wires in, but the patient wasn't sure why.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had started eating healthy and exercising, and then they began having issues of the implantable neurostimulator (ins) being loose and flipping as well as problems with the wiring. The patient clarified that they would get a jolt when doing sit-ups, working out, and when laying in a certain position. The patient stated that it had started getting loose around that same time. The patient noted that the system was replaced and put on the opposite side of the body. No further complications were reported or were expected.